Event description:
It was reported on an unknown date that the mayfield skull clamp slipped on the patient causing an injury. No other information was provided. Several request for additional information has been sent but to date, no new information has been received from the customer.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2014. The investigation included: methods: evaluation of actual device, review of device history records, review of complaint history. Results: evaluation of complaint related device: the returned unit passed the functional requirements. The unit was submitted to the block test and no slippage was experienced. Also, the pressure on the torque knob has been tested and no discrepancies were found. The skull pins fit snugly in their respective receptacles and the locking mechanism is in good condition (roll-over present). The device under lot code: 109 was manufactured on 12/21/2010. No abnormalities related to reported incident were found nor where there any variances, mrr's or reworks associated with this lot/work order number. This unit has been sent in for repairs previously for the following: (B)(4) ((B)(6) 2014): unit came back for routine maintenance.(B)(4) ((B)(6) 2014): unit came back for slippage; however, it was not confirmed. This was the first time this unit was sent back for repairs. A review of complaints history revealed no manufacturing or design related trend has been identified. Conclusion: the customer's complaint was unable to be confirmed. No slippages were found when the unit was submitted to the block test. Additionally, the 80lb torque knob pressure was checked at 20, 40, 60, and 80lbs with +/- 4lbs tolerance of force: all the measurements were within the tolerances specified.